Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with sharp molding defect causing breach of sterile barrier.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with sharp molding defect causing breach of sterile barrier.

Manufacturer narrative:
Investigation summary: one sample was received for evaluation. The sample syringe had a gate stub from molding that punctured a hole in the syringe packaging therefore failure mode is verified. The gate is where plastic is injected into the cavity of the mold to form the part. A gate stub is a piece of plastic that is stuck in the gate and sticks out. This can be sharp at times, and which in this case it was enough to puncture the packaging. The mold master card was changed on the press this barrel was produced on to correct some fluctuating temperatures on the press. Fluctuating temperatures can cause many different issues such as bubbles, flash, and stubs on the gate. This is the first complaint for the lot# 8025746 for the same defect or symptom. No related defects or qns were recorded in the DHR. Batch records for the n-13 mold (8085969, 8071950) that were used in the production of batch 8025746 were reviewed and no related defects or qns were recorded. The mold master card was changed on the press this barrel was produced on to correct some fluctuating temperatures on the press. Fluctuating temperatures can cause many different issues such as bubbles, flash, and stubs on the gate.